Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Customer¿s blood glucose during the incident was 400 mg/dl. Patient's current blood glucose was 61 mg/dl. Customer reported that she had woken up within the last four nights with blood glucose of 400 mg/dl. Their blood glucose when going to sleep and at night would be within the range of 61 mg/dl to 90 mg/dl. They have not received any alarms. Customer treated for high blood glucose by changing set and then giving a bolus. Customer does not mention or insinuate the insulin pump was under-delivering. The insulin pump passed the displacement test. The reservoir will not be returned for analysis.